Event description:
It was reported that the unit didn't work anymore. After evaluation of the returned device, it was determined that the motor speeds were unstable. There was no information communicated regarding the event date, timing of the event, patient involvement, harm/injury or delay. Due diligence is complete. No additional information is available. No adverse event reported.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). G2, country event occurred in: france. Review of the most recent repair record determined the motor speeds were unstable and the reciprocating arm was worn. The device was not repaired as the customer requested it be scrapped and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.